Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, damage was noted to the end of the device, the most likely cause of the reported failure is use error due to excessive torque on the device. It was also noted that a reamer shaft was stuck within the device. Upon functional testing, it was noted that the reamer shaft could not be removed from the sleeve.

Event description:
It was reported on 07/25/2022 by a sales representative via sems that an ar-9597-20 reamer sleeve became stripped and jammed. This was discovered during a case with no patient harm. Per facility: "we were trying to ream for an augmented baseplate case and the whole reamer device was caught and stripped into itself which wouldn¿t allow it to rotate. It wouldn¿t let us take it apart without malleting it after the case. If you notice the inner shaft of the reamer handle, it¿s completely stripped and was jammed into the outer sheath."